Event description:
It was reported that a malfunction alarm occurred. Additionally, customers blood glucose (bg) level displayed "high". During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully resolving bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.